Event description:
It was reported that the coil detached inside the aneurysm. Another coil was then selected for delivery and could not be inserted into the catheter. The catheter was then withdrawn. While flushing the catheter, the first implant coil was found inside the catheter. No pt injury was reported.

Manufacturer narrative:
The device involved in the event has not been returned for eval.